Event description:
Double lumen PICC in basilic vein being inserted in patient. During peel away sheath removal, white tab broke off, rn had to use razor to separate the peel away sheath to get a hold of damaged section. No harm to patient, entirety of sheath was removed.